Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device upon receipt found no anomaly such as breakage was found. After rinsing and drying the actual device, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg, [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%, [o2 transfer volume] @6l/min: 398ml/min., @4l/min: 284ml/min, [co2 removal volume] @6l/min: 326ml/min., @4l/min: 246ml/min. Confirmation of the provided pump record: the patient's height was 165cm, weight was 50kg, and bsa was 1.53m2. At the start of bypass, gas flow rate was 2l/min and fio2 was 55%. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, the gas exchange performance of actual device after rinsing met the factory's specifications, and no anomaly was found. Since no anomaly was found in the actual device, it was not possible to clarify the cause of occurrence. The instructions for use (IFU) (capiox fx25) has the following warning and method of operation regarding gas exchange failure: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow."

Event description:
The user facility reported that the oxygenator stopped the oxygenation. The event occurred during cardiopulmonary bypass. The event did not result in delay in the beginning or continuing of the surgical procedure. The product was changed out, and the surgery was completed successfully. The malfunction did not cause or contribute to an injury. The blood loss was unknown. The oxygenator stopped the oxygenation approximately three minutes after the bypass began. As an immediate action, the oxygen and compressed air were increased, and the lungs were put back into use. Subsequently, the patient was removed from hlm. The entire set was replaced with a fusion set. No significant delay due to the set-replacement. The patient suffered from khk = koronare herzkrankheit = coronary heart disease procedures: - acvb = aortocoronary bypass graft via lima (is the left internal mammary artery, a common artery used as a graft to bypass blocked arteries).

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. E3: occupation: quality manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.